Event description:
Complaint details:we recently opened a box of 22 gauge 1.5 inch needles that was probably ordered 3-4 years ago and there seems to be a safety issue with them.this is a size that we don't use often.when the needle was removed from the package to attach to the syringe the protective sheath popped off and nearly stuck the nurse. This has happened now a couple of times.I have removed them from use and will be ordering more .I don't have a date for when they were ordered,the information I have for the needles is medline brand (B)(6).we only have one box, the lot number is: 897230500001, the expiration date is 4/30/2028.based on customer feedback information, the feedback content is that when taking out the product from the packaging and assembling it onto the syringe, protective cover pops up.

Manufacturer narrative:
The returned samples of this event was requested but hasn't been received till now, no sample for evaluation. The DHR of this lot was reviewed without any similar issue, the retained samples were inspected and they all meet the specification. The event can't be confirmed, the root cause can't detected currrently. No action will be taken currently; this issue will be monitored. A supplemental report will be submitted if further information received.